Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The clip remains implanted and the mitraclip delivery system is not returning. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment. It was reported this was a mitraclip procedure performed to treat grade 4+ degenerative mitral regurgitation (mr). The first clip was implanted successfully. To further reduce mr; a second clip was advanced to the mitral valve and the clip was placed in a2/p2. During clip deployment the clip was difficult to detach from the delivery catheter (dc) shaft. After pulling the gripper lever, the dc handle was pulled but the dc shaft would not release from the clip. It was believed the shaft might have been caught between the clips. Troubleshooting was performed (lowered the gripper lever and pulled it again, adjusted the shaft by moving the stabilizer back and forth). The dc handle was pulled while moving it clockwise and counterclockwise, and this time the tip of the shaft then completely detached from the clip. There was no change to the position of the implanted clip. A total of two clips were implanted, reducing mr to 1. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.